Manufacturer narrative:
This report is to follow up with medwatch# (B)(4). Sales representative verified applied medical resources did not sell the 5 mm clip applier instrument to this account per medwatch stated. It should be 10mm clip applier. Investigation summary: we have tried to obtain the incident device for evaluation with no success. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Event description:
(B)(4): lap sleeve gastrectomy with egd: "we had to open three 5mm direct laparoscopic clip appliers to finally get one that worked correctly. Two of the clip appliers were misfiring and putting out bent clips. They were not attaching to the tissue."

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap sleeve- "clips fired and came out sideways and also scissored (both instruments)." Patient status - "ok."